Event description:
The pt is enrolled in the definitive le trial. One day after the atherectomy procedure, the pt developed leg pain/discomfort. The echo-doppler reported an aneurysm of the right sfa of 32 mm in length and 25 mm in height. An angiographic control was made and pta and stent were used.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.